Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented for a device follow-up because there had been a syncopal event due to noise on the rv channel that was oversensed. Additionally, high pacing threshold measurements with loss of capture (loc) was observed. It was noted the patient did not experience more than two seconds of asystole during the syncopal event. A lead revision was performed. During the procedure, the helix could not be retracted and a laser extraction of the lead was performed successfully. When the lead was removed from the patient, the helix appeared to be filled with fibrotic tissue. It was suspected that the tissue in the helix may have caused the high pacing thresholds and loc. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was returned severed at 81mm from the terminal pin. Two segments were received, with an extracting stylet stuck in the tip segment. Cuts and laser extraction damage were noted in the insulation. Visual inspection confirmed tissue was entwined on the helix such that no part of the helix was exposed. The lead segments passed electrical testing, and an x-ray of the terminal pin and lead body confirmed no anomalies. Laboratory analysis concluded that the tissue entwined on the helix could have affected lead measurements; however, the lead segments were confirmed to be electrically continuous and analysis could not determine the cause of the noise, oversensing, high pacing threshold measurements, and loss of capture that were reported clinically.